Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had an increase in threshold measurements. It was noted that the patient complained of shortness of breath. The lead remains in use. No further patient complications have been reported as a result of this event.